Event description:
It was reported that pump experienced malfunction with resettable malfunction code that recurred after reset, with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump.